Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) black or african american female had impella cp pump inserted in the femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had limb ischemia as a result the pump was removed, and surgical repair was done.